Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested as abdominal pain, cloudy pd effluent and an elevated white blood cell (wbc) count. The patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics. Eight days after being hospitalized, the patient began hemodialysis (hd) therapy. Four days later the patient was discharged from the hospital. Approximately, a month and a half later, a new pd catheter was inserted in the patient and the patient restarted pd therapy. At the time of the report the peritonitis had resolved and the patient recovered from the event. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h09l09065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).